Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening and crease fold. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on the posterior side due to an unidentified (tear) opening. Additional, corrected, and/or changed data: d.10., g.1., h.3., h.6.

Event description:
Health professional reported left side, capsular contracture, baker grade unspecified,"mammary densification, mammary contour change, discomfort feeling", and device "with ruptured shell". Device was explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unspecified,"mammary densification, mammary contour change, discomfort feeling", and device "with ruptured shell". Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is capsular contracture, baker grade unknown, and rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side, capsular contracture, baker grade unspecified,"mammary densification, mammary contour change, discomfort feeling", and device "with ruptured shell". Device was explanted.